Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm over 9 years ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient has not had regular follow-ups. The patient has been asymptomatic, and at a routine follow-up on (B)(6) 2010, it was noted that the stent graft had migrated 8 cm below the renals without any endoleak. The aorta/aaa was 35-36 mm at its largest diameter. The aortic neck had elongated and dilated to 28 mm in diameter at the renals and it was 31-32 mm in diameter distally. There was a broken stent ring near the flow divider as well as infolding of the graft near the flow divider; however, there was good flow. There was disease progression and neck dilatation, and the aorta was shifted/angulated about 90 degrees off-center. On (B)(6) 2010, three 28 mm aneurx cuffs and a 34 mm talent cuff were placed to build the bifurcated stent graft up to the renal arteries, and two 16x16x85 aneurx limbs were placed to reline the flow divider with successful repair of the migrated stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (migration), (dilation, angulation of the aortic neck and disease progression).